Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no relevant history. The customers¿ problem was confirmed through the cassette test as the downstream occlusion (dso) sensor had failed the test. The dso sensor was replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.

Event description:
The customer returned the product for cassette not attached properly error. The reporter noted that the alarm also happens after infusion. When the cassette was attached, the device exhibited a downstream occlusion warning when no downstream occlusion is present. During device evaluation, the downstream occlusion sensor had failed. There was no patient involvement.